Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed occlusion test. The issue was found during testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and found to function as expected with no alarm occurring. The reported issue was not confirmed.